Event description:
It was reported via the attached voluntary facility medwatch report that during an orbital atherectomy treatment procedure, "the physician noted that the diamondback device was not operating properly. It had gotten stuck on the wire. The rep was present and notified." The rep stated that the event was caused by a kinked wire 35 cm proximal to the crown of the diamondback device, which was due to user error. The physician performed atherectomy intervention using a 7f short introducer sheath and another MFR's atherectomy device on the left superficial femoral artery (sfa) and left popliteal artery. This device was unable to cross to the distal lesion in the ankle and was removed with difficulty. The physician then advanced a 0.014" viperwire flex guide wire with the diamondback 1.5 mm classic crown device to the distal posterior tibial artery and performed successful atherectomy to the ankle. Beyond this point, the crown of the device would not spin at 200k rpms. While removing the device, the physician noted that it was caught with the guide wire and required removal of the guide wire with the diamondback device. This caused the physician to lose wire access to the foot. Further intervention to this lesion was abandoned. "The pt had a very good popliteal pulse" post-procedure.

Manufacturer narrative:
Device eval: the device was not returned for examination, therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and prod specs. The root cause for the reported event is unk.